Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2025-08295 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2025-08128.

Event description:
It was reported a discrepancy identified by one of our clinical specialists in the field regarding the supplemental IFU, which is included in some of our PICC kits. The sherlock 3cg tip confirmation system is not indicated for pediatric nor neonatal use for tip confirmation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.